Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave nav catheter the flush port of the catheter was damaged. It was identified during set up that there was a hole in the flush port of the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.